Event description:
As reported to coloplast though not verified, pt was implanted with aris and restorelle mesh products. Later the pt experienced recurrent stress urinary incontinence. A revision of the aris mesh, cystoscopy and placement of an add'l aris suburethral sling were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report. Recurrent stress urinary incontinence.